Event description:
The patient reported the infusion device changes time by itself. She stated this first occurred 3 months ago and she corrected the time. One week ago, the time changed again to 1 hour and 1/4 less and she experienced elevated blood glucose of 300 mg/dl. A few days ago, she experienced elevated blood glucose of 500 mg/dl due to insulin leaking in the cartridge compartment of the infusion device. Her normal blood glucose level is 100 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.